Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is first complaints reported for this issue. This is the third complaint for the finish goods lot; however, the DHR (device history record) shows the order was built and released per specification. The customer did not retain a sample for this complaint; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
An ophthalmitic surgeon reported that poor aspiration occurred during the irrigation aspiration step of surgery, even when the foot switch was put on full blast. It was also noted that the issue was resolved after changing aspiration from 25cc to 35cc. The procedure was completed without harm or impact to the pt. There is no additional info expected to be obtained for this case.